Event description:
Boston scientific received information that this device and associated lead displayed shock impedance measurement of greater than 200 ohms. The shock impedance measurements for the system had historically been running in the 40-50 ohm range. The out of range impedance measurement had been recorded while the patient was in a medical facility. Electromagnetic interference (emi) was suspected to have contributed to the clinical observation. There were no adverse patient effects. The system will continue to be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Subsequent information indicates that this system displayed high, out of range shock impedance measurements again. The patient was seen for a revision procedure where the lead was surgically abandoned. A new lead was implanted and connected to the chronic device. After connections were established, the shock impedance continued to be greater than 200 ohms. The chronic device was then explanted and replaced. The device has been returned for analysis. There were no adverse patient effects.